Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Code in h6: code f10 added. Correction in h6: codes added: f1203, f15, a071202.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correctio in h6: codes added: f1203, f15, a071202.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Code in h6: code f10 added. Correctio in h6: codes added: f1203, f15, a071202.